Event description:
The unit would not power on through post, and the power supply was replaced to correct the finding. Factory analysis of the power supply revealed a finding that would result in the loss of the +24v supply during operation, which would result in a vent inop occurrence during normal ventilator mode operation. Vent inop during use will alarm and stop providing ventilatory support to the patient.